Event description:
It was reported that this right atrial (ra) lead exhibited low pacing impedance, <(><<)>200 ohms and there was no sensing or pacing. The patient was enrolled in the (B)(6) study. Lead damage was suspected. A lead revision was recommended but the patient refused treatment and exited the study. It was later reported that the patient died approximately 2 months after exiting the study. No information is known or available regarding cause of death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
Additional information was received from hospital medical records that the patient was hospitalized 18 days prior to death due to acute renal failure and cardiac decompensation. The ra lead was capped and replaced. The patient remained hospitalized and died 10 days following the lead revision due to worsening of condition. Death was reported to not be related to the device system. No further details are known. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.